Event description:
It was reported that surgical intervention may take place at a later date for therapeutic improvement. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a UDI (B)(4), serial: (B)(6), batch: 9193145 common device name: drg lead, model:mn10450-50a, UDI (B)(4) serial: (B)(6), batch: 9144200.

Event description:
It was reported patient experienced ineffective stimulation with the system. Imaging confirmed the l5 lead had migrated and s1 lead was not in a therapeutic location. Patient underwent surgical intervention on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that patient experience ineffective therapy due to lead placement not being at the optimum level. Troubleshooting was unable to resolve the issue.